Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported hardness, swelling and exchange from textured to smooth due to product concern. Healthcare professional later reported "recurrent seroma of right breast implant", "right breast capsular contracture, baker grade unknown" and "implant was visualized and it was ruptured". It was later confirmed that capsular contracture, baker grade iii. This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported hardness, swelling and exchange from textured to smooth due to product concern. Healthcare professional later reported "recurrent seroma of right breast implant", "right breast capsular contracture, baker grade unknown" and "implant was visualized and it was ruptured". It was later confirmed that capsular contracture, baker grade iii. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ visibility/palpability : unable to observe as it is a medical event that is not related to the device. ¿ anxiety-product/procedure : unable to observe as it is a medical event that is not related to the device. ¿ edema : unable to observe as it is a medical event that is not related to the device. ¿ seroma-late : unable to observe as it is a medical event that is not related to the device. ¿ capsular contracture : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.